Event description:
Customer reported the insertion device will occasionally release the infusion set when he is not pressing the release button. He reported he has been "pricked" by the cannula a few times, but he has not required medical treatment. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.